Event description:
It was reported that, a plaintiff received a bhr system on an unknown date, and later experienced chronic pain and was diagnosed with hip hernias, minimally elevated metal ion level, MRI showed fluid within hip, and emgs showed severe polyneuropathy believed to be secondary to elevated metal ions. A revision surgery was performed on (B)(6) 2022 during which the acetabular shell was found to be well fixed, this was converted to a dual mobility hip using a s+n insert and depuy femoral components. No other complications were reported.

Manufacturer narrative:
H10. Internal reference number: (B)(4) .

Manufacturer narrative:
It was reported that the patient received a bhr system on an unknown date, and later experienced chronic pain and was diagnosed with hip hernias, minimally elevated metal ion level, MRI showed fluid within hip, and emgs showed severe polyneuropathy believed to be secondary to elevated metal ions. A revision surgery was performed during which the acetabular shell was found to be well fixed, this was converted to a dual mobility hip. No other complications were reported. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review, or escalation actions review could not be performed. If more information is received, this investigation will be reopened. The review of the product's current IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed for the bhr cups. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. The available medical documents were reviewed. A clinical root cause could not be determined: although the reported hip pain, elevated metal ions, MRI findings of fluid within the hip, emg with severe polyneuropathy, along with the intraoperative findings of soft tissue staining maybe consistent with a reaction to metal debris, the clinical root cause cannot be determined. The patient impact beyond the reported revision could not be determined. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
It was reported that the patient received a bhr system on an unknown date, and later experienced chronic pain and was diagnosed with hip hernias, minimally elevated metal ion level, MRI showed fluid within hip, and emgs showed severe polyneuropathy believed to be secondary to elevated metal ions. A revision surgery was performed during which the acetabular shell was found to be well fixed, this was converted to a dual mobility hip. No other complications were reported. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review, or escalation actions review could not be performed. If more information is received, this investigation will be reopened. The review of the product's current IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed for the bhr cups. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. The available medical documents were reviewed. A clinical root cause could not be determined: although the reported hip pain, elevated metal ions, MRI findings of fluid within the hip, along with the intraoperative findings of soft tissue staining maybe consistent with a reaction to metal debris, the clinical root cause cannot be determined. The patient impact beyond the reported revision could not be determined. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.